Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection; however, the customer reportable malfunctions were not reproduced. A definitive root cause was not identified, and based on the results of the investigation, the probable cause of the "when the power is turned on, the lamp makes a loud clicking noise and then switches to the spare lamp" and "b30 error" malfunctions could not be identified olympus will continue to monitor field performance for this device.

Event description:
The procedure was an esophagogastroduodenoscopy.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the that the xenon light source exhibited lines on the image and communication error b30 (scope communication error) display, in addition to the clicking noise when powering on the lamp and the lamp does not ignite. The issue occurred during preparation for use. The intended procedure was completed with a spare lamp, with no further issues noted. There were no reports of patient harm.